Event description:
According to the event description during the demonstration of the product the septum came out with needle/safety shield. The safety shield didn't clamp over tip of needle.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, an introcan safety 2 wl cannula was observed with the septum opener and safety clip at the middle of cannula. The septum opener has detached from the catheter hub. The safety clip was present inside the septum opener. Both septum opener and safety clip stopped at the middle of cannula. The reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Manufacturing records and the assembly process cards were reviewed, no abnormality observed. The ipqc data for the clip batch used in the complaint batch showed no deviation and all measurements were within specification. The cannula data for the cannula batch used in the complaint batch showed no deviation and all measurements were within specification. While the reported issue was observed, an exact root cause could not be determined at this time. An approved project is in place to further address issues with septum dislodging. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.